Event description:
The following information was provided: pt. Reported they have a stryker hip replacement in (B)(6) 2015. They experienced cobalt poisoning, dislocation and fracture. Hip replacement dislocated with blunt force trauma which resulted in fracture after being body slammed against a wall and the instability created a dislocation. Hip dislocated again after being manhandled by the police.